Event description:
Customer reported experiencing high blood glucose readings of 400 mg/dl to 500 mg/dl. Customer reported symptoms of blurred vision, stomach sickness and excessive thirst. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The cannula was noted to be slightly bent. Customer also mentioned that the adhesive patch was loose on the infusion set and folded under. The high pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 462 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.